Event description:
It was reported that the pump was alarming. Telemetry confirmed a critical alarm was occurring; alarm due to motor stall. The stall was intermittent. The pump was implanted on (B)(6) 2014 and the patient was discharged at 2:30pm that afternoon. The patient began hearing the alarm when she went home at 10pm that night, the patient heard a ¿beep, beep, beep¿. The same alarm was heard the next day at 3-4am, 4pm, and 11:30pm. The same alarm was heard on (B)(6) 2014 at 4:30 am, 7am, and 8:30am. The patient was in the clinic by 9:30am and hcp (health care provider) heard the alarm at 10am. The patient reported not feeling well; the reporter was unsure whether the symptoms were withdrawal or increased pain as the patient was anxious. The patient had some increased pain and had to take pain meds on (B)(6) 2014, but had no withdrawal symptoms. The patient¿s vital signs were normal. The active alarm was silenced and the pump was updated. It was determined that the alarm was a pending alarm. According to the pump logs, the pump stalled on (B)(6) 2013, stopped pump period may exceed tube set message recorded on (B)(6) 2013, and the pump motor stall recovered on (B)(6) 2013. The pump stalled again (B)(6) 2014 and recovered on (B)(6) 2014. Both stalls and recoveries were prior to implant. X-rays were taken (B)(6) 2014 of the pump and connector and it all looked fine. The device system was delivering fentanyl and bupivacaine; it was noted that the dosing was the same between the prior pump and the current pump. It was later reported that it was unknown where the pump was stored prior to implant. It was noted that the ¿hospital procedure may be done in approximity to magnet type equipment¿. The x-rays were of the spine as well as the abdomen. No further actions were taken and none were planned. The patient was doing very well and receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).